Event description:
It was reported to philips that the device the system was not working. The customer is requesting that the fse provide corrective maintenance on site. There was no reported patient involvement/adverse patient impact.